Event description:
It was reported that the patient's drg ins had reached end of life. A manufacturer representative confirmed the status of the ins as inoperable. The ins was explanted and replaced with a drg ipg. The issue has since reportedly resolved and patient has effective therapy.